Event description:
The customer reported via phone call that she had been experiencing high blood glucose no matter how many boluses she has given. Customer's blood glucose was 432 mg/dl at the time of the incident. Customer's current blood glucose was 249 mg/dl. Customer treated with a bolus. Customer has not contacted her health care professional regarding her high blood glucose. It was found that the customer was hospitalized for an infection on an open wound in her stomach. Customer got out thursday of last week and went in that previous sunday. Customer declined to check her settings. Customer was advised that she will need to replace the infusion tubing after the high pressure test. The pump passed the high pressure test and did not alarm. Customer was advised to do a complete set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.